Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a liquid leak at the level of the blue seal of the plunger of the syringe. The device was not replaced. It was used despite the leak. The insertion was performed by a doctor. There was no patient injury, the patient is fine. The syringe was not tested prior to use.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe leaked. The customer returned one sealed representative kit from the same lot # as reported on the complaint (B)(4).for investigation. The actual complaint sample was not returned. The returned kit was opened and the 10ml plastic lor syringe was removed and was visually examined. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. The received sample was returned to the supplier (preox) for function testing. According to the supplier, no leak was found with the returned syringe. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per eco-057562 (released 12-mar-2020), supplier (preox) made the following changes: optional component materials/mold locations: option 1: barrel: polypropylene - profax pf-535 lyondell-basell plunger: polypropylene 100-ga12 ineos olefins & polymers (molded at fleima plastic) blue stopper: silicone rubber (molded at et elastomer technik) option 2: barrel: polypropylene - profax pf-535 lyondell-basell plunger: polypropylene profax pf-531 lyondell-basell (molded at gpe) blue stopper: silicone rubber (molded at psilkon) lubricant: - the i.d. Of the barrel lubricated w/ medical grade silicone (polydimethylsiloxan) and amount will not exceed 0.25mg per sq centimeter. These effective changes did impact product design and material. It should be noted, the returned lor syringe was from the new design. A corrective action is not required at this time as the complaint could not be confirmed based upon the information provided and without the actual complaint sample. The representative sample received was visually inspected with no issues. The syringe was returned to the supplier (preox) where the syringe was functionally tested with no issue found. The reported complaint of the lor syringe leaking could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. The returned lor syringe was returned to the supplier (preox) for functional testing where no issues were found. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. Based on the supplier's results, no issues were found with the returned sample. Therefore, a potential root cause could not be determined based upon the information provided or without the actual complaint sample.

Event description:
It was reported that there was a liquid leak at the level of the blue seal of the plunger of the syringe. The device was not replaced. It was used despite the leak. The insertion was performed by a doctor. There was no patient injury, the patient is fine. The syringe was not tested prior to use.